Event description:
Major pump unit(s) involved: external control system failure. Driveline connector specific component(s) involved: driveline malfunction. Connector at the end of driveline got damaged. Causative or contributing factor: patient error in caring for system intervention(s): other interventions. Other intervention : thoratec engineer came to hospital to repair. Type: lvad

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: driveline malfunction.